Manufacturer narrative:
(B)(4). The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that leaking was observed during preparation of the dilator, and if this were to reoccur in the anatomy, has the potential to compromise the fluid path integrity leading to an air embolism. It was reported that during preparation of the dilator, after flushing, the tuohy valve was closed, but leaking was observed. Several attempts were made to tighten the tuohy, and it appeared to be tight, but the leaking continued at the tuohy. The device was not used in the anatomy and there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding the leak.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and a leak was confirmed due to a missing o-ring. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incident for leaks. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.